Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n232631008, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving hydromorphone 20mg/ml 3.3mg/day via an implantable pump. The indication for use was noted as failed back surgery syndrome and post lumbar laminectomy syndrome . The patient had hit their spine area unsure when but had developed a semi-soft protrusion in lower back area. The healthcare provider felt that the catheter was no longer in the intrathecal space and conducted a dye study (B)(6) 2015 to determine if the catheter was no longer intrathecal and this semi-soft protrusion was medication from the catheter tip. The dye study was performed as soon as the healthcare provider could schedule the patient. The catheter was not very easily cleared by the healthcare provider so he opted to inject dye to determine if and where the dye could be visualized on x-ray. The catheter was no longer in the intrathecal, the dye cloud very easily seen in area that the patient hit their back/spine area. The patient was to be scheduled for a catheter revision as soon as possible. The healthcare provider was going to discuss if the patient and family even want to continue with the pain pump at this time due to the patient's age. The issue had not been resolved by the time of the report and the patient's status at the time was noted as alive, no injury.